Manufacturer narrative:
The device was returned intact and functional with moderate yellowing; the device weighed 2.6g over specification.

Event description:
Bilateral suspected symptomatic rupture left side.